Manufacturer narrative:
The technician found that the head and foot controls were working intermittently. He noticed the bed was leaking hydraulic fluid. Repairs have not been completed.

Event description:
Info received indicates the head will not go up or down.